Manufacturer narrative:
Product complaint #(B)(4). Reporter is jnj employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent for a procedure. During the procedure, the protection sleeve for femoral neck system damaged. The end of the protection was damaged, preventing the drill bit from drilling the bone. It was warped I such a way that the drill bit became bound with the sleeve and would t allow the drill bit to pass and actually drill through the bone. There was a surgical delay of 10 minutes. Procedure outcome is unknown. No patient consequence. This complaint involves one (1) device. This report is for (1) protection sleeve for fns insrt insts. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.168.013. Lot: 200081-x01. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: march 26, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the protection sleeve for fns insrt insts was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the proximal tip of the device was deformed. No other issues were observed with the returned device. Dimensional inspection: the proximal tip was measured to be within the specification per drawing. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Protection sleeve. Investigation conclusion: the complaint condition was confirmed for the protection sleeve for fns insrt insts. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.